Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a surgery set up, it was discovered that the locking ring at the end of the kincise surgical impactor device flew off the handle. It was further reported that the ring became loose and fell out of the handpiece while performing a trial trigger battery set up check. There was no delay to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the lock collar and anvil were broken, which was consistent with misuse. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse. The issue related to the damaged anvil has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.